Event description:
B braun pump failed, tubing primed with door closed with a message "invalid line check" on standby but the IV was running wide open. IV infusion immediately disconnected from patient.